Manufacturer narrative:
Retainer ring = clear. The insulin pump was returned for alleged damage to the retainer ring, battery compartment and low blood glucose's on (B)(6) 2021. Insulin pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, cracked retainer, faded serial label, cracked keypad overlay, broken reservoir tube lip, and minor scratches on liquid crystal display window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked retainer ring and cracked case (battery tube) was noted. Unable to confirm low blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided in the initial report was incomplete. The complete information has been provided in the b5 section of this tab.

Event description:
It was reported that the customer treated low blood glucose with food.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer reported via phone call that they were experiencing low blood glucose. Blood glucose at the time of incidence was 3 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump had broken retainer ring and reservoir compartment. The insulin pump will be returned for analysis.